Event description:
It was reported that the arctic sun device continuously alarming flow error after trouble shooting several times emptying pads, switching connectors to both and to single tubing, checked for kinks, machine started over-cooling patient. Lowest temperature recorded (30.9c). Reduced water temperature control error. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and representative stated that kinked tubing was the cause of this error.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device continuously alarming flow error after trouble shooting several times emptying pads, switching connectors to both and to single tubing, checked for kinks, machine started over-cooling patient. Lowest temperature recorded (30.9c). Reduced water temperature control error. A review of the risk document, fmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra12. Based on this review the risk is within the expected range. The serial/lot number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device continuously alarming flow error after trouble shooting several times emptying pads, switching connectors to both and to single tubing, checked for kinks, machine started over-cooling patient. Lowest temperature recorded (30.9c). Reduced water temperature control error. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and representative stated that kinked tubing was the cause of this error.